Event description:
Pt ongoing emergency open heart surgery directly from cardiac cath. During procedure IV bag ruptured when spiked resulting in delay in adminstration of essential medications. Pt expired on o.r. Table.